Event description:
During a percutaneous transluminal angioplasty (pta) of the right superficial femoral artery, it was reported that a 6mmx10cm powerflex pro pta catheter was inflated 3 times at 10 atmospheres (atm) at the lesion, but got stuck inside the sheath introducer when the physician attempted to retrieve the device from the patient. It could not be advanced and withdrawn. Therefore, the sheath introducer with the balloon was removed intact from the patient and exchanged for a new sheath introducer. The physician lost vascular access as a result of the event. The physician re-inserted another sheath introducer into the patient. The procedure was finished successfully. There was no patient injury reported. The device was clinically used and will be returned for evaluation. An ipsilateral antegrade approach was made with a sheath introducer (5f 23cm radifocus, terumo). The lesion was not calcified and mildly tortuous. The rate of stenosis was 100% (cto). After the lesion was crossed with a guidewire (0.035 inch/260cm radifocus, terumo), the powerflex pro pta catheter was delivered and inflated 3 times at 10 atm for 60 seconds at the lesion. Then, the physician attempted to retrieve the powerflex pro pta catheter from patient, but it got stuck inside the sheath introducer. The device was being used for pre-dilatation (poba). The device had been inserted into the patient one time. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. There was no resistance/friction noted while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion.

Manufacturer narrative:
The balloon inflated normally and maintained pressure during inflation. The balloon deflated normally. The balloon catheter did not kink while being used. No force was used at any time during the procedure. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Concomitant devices: 5f 23cm radifocus, terumo sheath introducer 0.035 inch/260cm radifocus, terumo guide wire.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of the right superficial femoral artery, it was reported that a 6mmx10cm powerflex pro pta catheter was inflated three times at 10 atmospheres (atm) at the lesion, but got stuck inside the sheath introducer when the physician attempted to retrieve the device from the patient. It could not be advanced and withdrawn. Therefore, the sheath introducer with the balloon was removed intact from the patient and exchanged for a new sheath introducer. The physician lost vascular access as a result of the event. The physician re-inserted another sheath introducer into the patient. The procedure was finished successfully. There was no patient injury reported. The device was clinically used and will be returned for evaluation. An ipsilateral antegrade approach was made with a sheath introducer (non-cordis). The lesion was not calcified and mildly tortuous. The rate of stenosis was 100% (cto). After the lesion was crossed with a guidewire, the powerflex pro pta catheter was delivered and inflated three times at 10 atm for 60 seconds at the lesion. Then, the physician attempted to retrieve the powerflex pro pta catheter from patient, but it got stuck inside the sheath introducer. The device was being used for pre-dilatation (plain old balloon angioplasty). The device had been inserted into the patient one time. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. There was no resistance/friction noted while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The balloon inflated normally and maintained pressure during inflation. The balloon deflated normally. The balloon catheter did not kink while being used. No force was used at any time during the procedure. One non sterile catheter power flex pro 6.0mm x 10.0cm 135.0cm was received coiled inside a plastic bag. The body shaft was received elongated at 101.0cm from hub. The balloon was received stuck inside an unknown catheter sheath introducer (csi). The device was not functionally usable. Unknown catheter sheath introducer was received with the returned device. The unknown csi was accordion at 14.0cm from distal tip. The balloon was received deflated and appear have been inflated. There were blood residues observed in the returned device. No other anomalies were observed in the returned device. Dimensional analysis for od proximal seal could be performed using the vernier as go ¿ no go at 1.88 mm, and the od proximal seal was found within dimensional specification since the od could be passed the 1.88mm. Dimension spec of proximal seal outer diameter x = 1.88 mm. Review of lot 15790414 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ptca system withdrawal difficulty-through guide/sheath reported by the customer was confirmed since the balloon was received stuck in the unknown csi as the unknown csi was accordioned at the distal tip. Additionally, the proximal seal outer diameter of the balloon catheter was found within dimensional specification. The exact cause of the failure could not be determined. Factors contributing to the difficulty experienced could not be conclusively determined; however, interaction with the damaged csi may have contributed to the withdrawal difficulty. Neither the DHR nor the analysis suggests that the issue could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.